Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed on (B)(6) 2014 to treat an 80% stenosed lesion with moderate tortuosity and mild calcification in mid left anterior descending (lad) coronary artery. A 2.5 x 38 mm xience xpedition stent was implanted. The patient was discharged on (B)(6) 2014. The patient was re-hospitalized for chest tightness on (B)(6) 2015. Angiography was performed but results were not recorded. Medication was given. Per the physician, the relationship between the event and the device is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.